Manufacturer narrative:
Unit passed displacement test, rewind, basic occlusion, occlusion, prime/delivery, and excessive no delivery alarm test. No excessive no delivery alarms noted. Unit received with scratched lcd window and cracked reservoir tube lip. No moisture damage on motor assembly or electronic assembly noted during visual inspection. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a no delivery alarm. Blood glucose level at the time of the incident was 500 mg/dl, which was treated with manual injection. Blood glucose level at the time of the call was 400 mg/dl. The customer stated that there was a strong smell of insulin coming from the pump and the reservoir was missing half of its contents. Customer also reported that the insulin pump was vibrating without an alarm or an alert. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.